Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was a crack within the usb port on the pump which caused the pump battery to intermittently stop charging, despite using multiple usb cables, wall adapters, and power sources. Reportedly, the customer needed to hold the cable into a specific position in order for the pump to charge successfully. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer continued to use the pump for insulin therapy, and also used manual injections.